Event description:
It was reported that during an esophageal dilatation procedure, a balloon rupture occurred. The lesion was located in the esophagus. The cre 15mm x 18mm balloon dilatation catheter was advanced through an unspecified fiberscope to an unspecified portion of the esophagus. On an unspecified inflation, the balloon ruptured at 7 atms. It was not known how many inflations were made nor to what atms the balloon reached on each inflation. The procedure was completed with another of the same device. No pt injuries or complications were reported. The patient's status is unknown.

Manufacturer narrative:
The complainant indicated that the device was disposed of at the user facility and will not be returned for eval, therefore, a failure analysis of the complaint device could not be completed. The device history record (DHR) was reviewed and confirms that the device met all material, assembly and performance specifications. The root cause of the complaint could not be determined definitively, however, the most probable root cause of the balloon burst can be attributed to contact with a sharp exterior source such as a calcified lesion. Balloons have certain design limitations when in contact with sharp objects, due to thickness of the balloon membrane, therefore, this complaint will be classified as operational context.